Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device when clips were consistently misfiring and forming inadequate shaped clips. He continually removed unsatisfactory clips and tried again. The surgeon proceeded to use the affected device until adequate clips formed to complete the case. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.